Manufacturer narrative:
Case information including related patient information was not provided by the initial reporter. Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change, or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The stem of the tt10 driver broke off during insertion of a screw.